Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he passed out and the ems was called. Customer's blood glucose was 24 mg/dl. Customer mentioned he had stopped wearing the device a week prior to the incident. Device alarmed bad battery alarm during troubleshooting. Customer will not be returning the device for analysis.